Event description:
Patient was wearing the pod on the arm for between 36 to 48 hours prior to experiencing symptoms. While traveling by air to a high-altitude destination, patient began to feel unwell during the flight. Upon arrival, patient was transported by ambulance to the emergency room (ER) and remained under medical care for approximately 18 hours. Symptoms included profuse sweating (head and clothing soaked), frequent facial wiping due to excessive perspiration and nausea. Blood glucose levels were elevated with readings of 400 mg/dl on the continuous glucose monitoring device and 500 mg/dl on manual meter. Diagnosis was extremely high blood glucose. Treatment included intravenous insulin administration. Patient removed the pod a few hours after the ER visit. Infusion site of the pod was bruised. Additional information was received on 06-mar-2026. Patient confirmed of going to two healthcare facilities. The first healthcare facility was called (B)(6). The patient was then transferred to the emergency room at the second healthcare facility called (B)(6).

Manufacturer narrative:
Updated b5.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia.

Event description:
Patient was wearing the pod on the arm for between 36 to 48 hours prior to experiencing symptoms. While traveling by air to a high-altitude destination, patient began to feel unwell during the flight. Upon arrival, patient was transported by ambulance to the emergency room (ER) and remained under medical care for approximately 18 hours. Symptoms included profuse sweating (head and clothing soaked), frequent facial wiping due to excessive perspiration and nausea. Blood glucose levels were elevated with readings of 400 mg/dl on the continuous glucose monitoring device and 500 mg/dl on manual meter. Diagnosis was extremely high blood glucose. Treatment included intravenous insulin administration. Patient removed the pod a few hours after the ER visit. Infusion site of the pod was bruised.